Manufacturer narrative:
Analysis was unable to confirm the customer comments that the programmer would not power on and was unable to print reports, though the programmer booted slowly it did power on and it also printed as required. It was noted that the programmer needs the hard drive reconfigured and the software reloaded, that it had broken latch tabs on the power cord door, that the media bay door latch was broken and the hard drive health was less than 100%. The programmer had signs of water damage and widespread corrosion inside and was deemed unrepairable. The programmer is to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer couldn¿t be powered on, and the printer couldn¿t print out the report. The programmer was returned for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.